Event description:
Customer reported system displays iris pot error. No pt injury was reported.

Manufacturer narrative:
A ge rep contacted the customer and replaced and aligned the collimator. System operates as intended.